Event description:
The patient's scs system was revised on (B)(6) 2011. The lead was functioning correctly prior to this revision. It was later reported there were thirteen out of sixteen contacts that were invalid. The physician performed an additional revision on (B)(6) 2011, and tested the leads. The previous lead issues were confirmed. The physician decided to not remove the lead at this time, but to remove the ipg. No further information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.